Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during an initial posterior cervical fusion from levels c2 to c5 on (B)(6) 2016; the surgeon reported that two (2) screwdrivers used for final tightening were slipping out of the screw heads. It is not known how many or which of the screws were being tightened when the screwdrivers slipped. The surgeon used both of the screwdrivers to complete the procedure. It was reported that the procedure was completed successfully with an unknown time delay but there was no further harm to patient. Concomitant devices reported: 2nm torque limiting handle (part number 03.614.035, lot 7405951-09, quantity 1), 2nm torque limiting handle (part number 03.614.035, lot 81185-057, quantity 1), screw (part unknown, lot unknown, quantity unknown). This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices. It was reported that during a posterior cervical fusion (c2-c5), two stardrive screwdriver shafts t15 (03.614.019 x2) were slipping out of the screw drive recesses. The procedure was able to be completed with the same devices without surgical delay or patient harm. The returned drivers (03.614.019 lots 6577743 and 7520033) were examined and found to be in good condition, without signs of wear or damage. The drivers were tested with a t15 set screw on a matrix snap-on transconnector (04.633.338 lot 6616981) and the drivers were able to tighten/loosen the screw without slipping. As the complaint was unable to be replicated and no defects were identified with the returned instruments, the complaint is unconfirmed; no further investigation, including occurrence rate calculation and risk assessment review will be completed. No definitive root cause was able to be determined. Based on the received condition, it is likely that technique contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and drawing review were performed as part of this investigation. Additionally two 2nm torque limiting handles (03.614.035 lots 7405951-09 and 81185-057) were received as concomitant devices without allegation. The returned devices were examined and no identifiable defects or deficiencies which may have contributed to the reported complaint condition were observed, as such no further investigation for these devices will be completed including: occurrence rate calculation or risk assessment review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.